Event description:
Boston scientific received information that during a routine device change out, this left ventricular (lv) lead displayed a loss of capture (loc) at max outputs with varible pacing impedance measurements. The lead was capped and replaced successfully. There were no adverse patient effects or symptoms reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.